Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately eight years post implantation due to stem malposition and pain. The stem was explanted. Attempts have been made and no further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient had a left hip revision approximately 8 years post implantation due to cup loosening, pain, elevated metal ion levels consistent with metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Revision operative report notes loosening of the acetabular cup, malpositioned femoral stem, metallosis, cyst formation, black granulation tissue, and pseudotumor.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products - pn# 00784803201 ln# 60880038 modular neck g2 12/14 neck taper use with +0 heads only.